Event description:
Customer reported an occlusion alarm, leading to blood glucose levels which read as "high", a specific value was not provided. To address this, the customer administered a correction injection via mdi, changed the infusion set and cartridge, and resumed insulin delivery. Reportedly, the customer sometimes uses supplies too long and uses cold insulin, which is considered off label use.